Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was unable to treat and experienced "not recognizing her husband", convulsions, vomiting, urinating, a loss of consciousness and received baqsimi 3mg spray from an non hcp. Customer was then seen by healthcare professional (hcp) where a reading of 78mg/dl was taken. Hcp administered glucose for a diagnosis of hypoglycemia and blood glucose readings rose to 108 mg/dl. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was unable to treat and experienced "not recognizing her husband", convulsions, vomiting, urinating, a loss of consciousness and received baqsimi 3mg spray from an non hcp. Customer was then seen by healthcare professional (hcp) where a reading of 78mg/dl was taken. Hcp administered glucose for a diagnosis of hypoglycemia and blood glucose readings rose to 108 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. The damaged usb port prevents the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and attempt to download reader data while in the test fixture. An extended investigation was performed. Visual inspection has been performed on the returned reader and minor damage was observed on the usb port pin. Usb cable was inserted into the reader and observed that the reader is charging and while connected with computer; it's shows reader connected. This damage did not affect the returned reader to connect with computer. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested. All results were within the limits. Ble functionality test was performed by activating the sensor with returned reader and shows signal, sound icons were activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.